Manufacturer narrative:
No additional information is available. If additional information becomes available the report will be updated at that time.

Event description:
It was reported that the patient received two inappropriate shocks from the subcutaneous implantable cardioverter defibrillator (s-ICD) during av block. The physician noted that the shocks were due to triple sensing of the wide complex intrinsic ventricular escape rhythm. Sensing vectors would be evaluated at the next follow up visit. The patient was equipped with a temporary pacemaker due to the av block. It was further noted that there were two episodes with missing episode markers. Engineering review of the data was requested. Engineering noted that no data was sent in for review and the patient does not appear to be enrolled in the remote home monitoring system. Further data was requested in order for a review to occur. The s-ICD remains in service and no additional adverse effects were reported.